Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that customer were hospitalized due to high blood glucose with blood glucose level was unknown. Customer stated it was not happened for first time and doctor had like to do troubleshooting for insulin pump. The insulin pump will not be returned for analysis.